Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they had to press buttons harder or multiple times for insulin pump to respond also insulin pump had run insulin without giving a warning insulin. Customer's blood glucose value was unknown at the time of the incident. Customer stated that the insulin pump received unexplained no delivery alarms also rejected new battery. The device will not be returned for analysis.